Manufacturer narrative:
Concomitant medical products: sym1510os stex skirt, 15x10cm x1, (lot#: pnj1001x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh torn away on right side, adhesions, recurrence, and mesh erosion into viscera. Post-operative patient treatment included hernia repaired with mesh, explant of most of mesh, partial resection of omentum, right/left myofascial advancement flaps, resection of skin/subcutaneous tissue, and small bowel resection.